Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3998, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. The caller reported that the patient fell about 3 weeks ago and had been in additional pain since then. The caller stated the patient noticed they were getting a red-hot spot on the back. The caller stated that they could not make any adjustments because the pp was not working. The manufacturer representative (rep) was in the office with them on the phone and tried troubleshooting but could not get the pp to communicate. The caller stated that they did an impedance check and electrode number 4 was an open circuit. The rep stated that she was able to program around this with her device and adjust the patient¿s stim while waiting on a new programmer. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). The patient reported that their coverage had not been as good for several months since they had a fall. The patient said there were random occasions of uncomfortable stimulation. The rep said the impedances were out of range. The healthcare professional planned to perform a system replacement/revision but it was not scheduled at the time of the report. It was noted that the issue was not resolved. No further complications were reported.